Event description:
A surgeon reported that during a standard intraocular lens (iol) implant procedure, resistance was encountered with a hard stop while turning the company injector, with no patient contact. As a result, implantation was deferred. Upon subsequent insertion, the implantation had to be canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA component code of g04044 was submitted. It should have been g04063. Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that resistance was encountered with a hard stop while turning the injector; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Two photos attached to the parent complaint were reviewed by the investigation site. The photos show product package for the iol product. The reported issue was not confirmed. Inconclusive: based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stating the iol was not being contact to the patient.